Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken connector ports. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had both its atrial and its ventricular lead quick connect ports damaged. The generator was returned for service. There was no patient involvement.